Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 01-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site.  Patient states she has a ¿burning, painful¿ sensation and both the lead and battery implant site. Patient states this pain is present constantly, even if the stimulation is off and if the battery is fully discharged. Patient has not used stimulation in 30 days, and pain was present when she came into the office. Reprogrammed patient to try to provide pain relief for existing pain, will follow up with hcp regarding pain at lead and battery sites. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.